Event description:
The accuont states in 2004 an architect b-hcg result of 1 miu/ml was reported on a sample from a pt. This pt had previously tested positive (>20miu/ml) 2 days ago using a sensor test (not specified). The following month another sample from this pt generted a b-hcg result of 6,963 miu/ml (method unk). The abbott customer service and support center was contacted 4 months later regarding this event. The account indicated that the pt is currently having a normal pregnancy.